Event description:
This complaint originated from our foreign distributor in (B)(4). The distributor reported that the screen on one of their ventilators went blank while on a patient. According to the distributor, the ventilator kept cycling, and the leds on the membrane panel were lit-up. There was no harm to the patient. The patient was placed on another ventilator.

Manufacturer narrative:
(B)(4). Per the description provided by the foreign distributor, carefusion technical support determined that the cause of the reported issue, is most likely a faulty user interface module. They shipped the foreign distributor a replacement user interface module. They also issued a returned goods authorization (rga) number to the distributor for the return of the alleged faulty user interface module for evaluation. As of march 10, 2015 the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a followup medwatch report will be submitted. Additional information on patient involvement/patient information was also requested on february 23, 2015, but as of march 10, 2015 carefusion has not received any updates.